Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
There is no adverse event associated with this complaint. It was reported that the keypad buttons were intermittently unresponsive. A family member said she noticed the issue about 2 weeks ago when the up and down arrow buttons did not respond as usual. She said that during the last week the up and down arrow buttons became intermittently unresponsive and the buttons require firmer presses to achieve the desired response.